Manufacturer narrative:
Additional suspect medical device components involved: model # sc-2317-50, serial # (B)(4), description: infinion cx lead kit, 50cm. Model # sc-4220-45, lot # 24827245, description: 4.5 inch entrada 2.0 needle. Model # sc-4220-45, lot # 25031238, description: 4.5 inch entrada 2.0 needle.

Event description:
A report was received that during an scs implant procedure the patient became paralyzed. During the procedure, the physician had difficulty driving the lead and thinks the dura was nicked. The procedure was finished but the patient was unable to move the right leg and the left leg had very little movement. The patient was hospitalized for observation. The physician does not believe the paralysis is device related. The physician attempted to use the entrada needle from the opposite side of where he was standing and the needle went through the tissue/ligament too far. The patient has not recovered.